Manufacturer narrative:
This report is submitted on january 11, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality with device use, resulting in loss of clinical benefit. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted february 16, 2021.